Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source of the xenon light source becomes unresponsive and the front panel light-emitting diode start blinking. The issue was found during a therapeutic laparoscopic cholecystectomy procedure, and it was completed with a competitor device. There were no reports of patient harm.